Event description:
The customer reported that they were unable to perform patient transfers at the information center ix; the device would reboot when they attempted to transfer or admit patients. The device was being used for monitoring patients. No adverse event was reported.